Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Event summary: as reported, during a left lower extremity angiogram with intervention, a micropuncture tradition stiffened cannula access set broke at the hub. The separated piece and wire were removed without harm to the patient. Investigation - evaluation. Reviews of the complaint history, device history record, documentation, drawing, manufacturing instructions, quality control procedures, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was conducted. A review of the device history record revealed no failure-related non-conformances. However, a review of the device sub-assembly record noted two nonconformances which could have potentially contributed to the device failure. All affected units were scrapped and not replaced. A review of complaints showed no other complaints associated with the product lot. Reviews of the manufacturing instructions, drawing, specifications, and quality control procedures were also conducted, and no gaps were discovered. The information reviewed provides evidence to support that the device and items in the lot were manufactured to specification. Based on the information provided, investigation has concluded that a cause for the device failure could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 24mar2020. As reported, the access site was normal, and no resistance was reported during insertion or removal of the device. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported via medwatch 3500a, during a left lower extremity angiogram with intervention, a micropuncture transitionless stiffened cannula access set broke at the hub. The separated piece and wire were removed without harm to the patient. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.